Manufacturer narrative:
Investigation results completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint of accu watch dog failure was not duplicated and substantiated during flow and occlusion testing. Event log revealed alarms of primary auto alarm post. Unknown cause of event as it was not duplicated as reported flex cable from interconnect board to main board was secured and glue was intact. Action taken as preventative measures to replace j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Replaced speaker and interconnect board as preventive measure. Power up process and all the functional tests passed

Event description:
Oracle ro 1085894: acu watchdog failure. Additional information received by smiths medical on 10-aug-2020 attached in complaint object: no patient involved.

Event description:
Information received a smiths medical medfusion 3500 pump alarm acu watchdog failure. No patient involvement or adverse event occurred.